Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process. The customers blood glucose (bg) level was impacted above 500 mg/dl with moderate to high (dka) diabetic ketoacidosis. Reportedly, the customer was in the hospital and off the pump receiving insulin administered via intravenous (IV) drip. It was indicated that the customer had a stomach bug. However, during a follow up the contact stated that the reported cartridge alarm 19 did end up playing a role in causing the high (bg) which led to the hospitalization. It was indicated that the customer would use manual injections as alternate insulin therapy. The customer was discharged from hospitalization on (B)(6) 2016.